Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a pump stop during impella support. The pump was able to restart, however, the motor current remained high and the pump subsequently stopped again. The pump was removed and replaced with another impella pump to continue with patient support.

Manufacturer narrative:
The investigation for the reported pump stop and high purge pressure issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device passed all post-sterile inspection checks. The evaluation of the device noted that the field long term (lt) log was reviewed and upon activation, the placement signal showed a ventricular waveform. After 6 minutes into the run, a high motor current pump stop occurred with no purge related issues. The pump was successfully restarted and ran for 9 minutes. The purge pressure steadily increased during the 9 minutes, until another high motor current pump stop occurred and the pump was removed. The returned pump was visually inspected and biomaterial in the purge gap was observed. This correlated with the high purge pressure observed by the end of the run. Ingested biomaterial was likely the cause of the initial pump stopping, and then the biomaterial migrated to the purge gap, causing the purge pressure to rise until the second high motor current pump stop occurred. The root cause of the high purge pressure could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.